Event description:
Caller reported blood glucose results of 507 mg/dl, 529 mg/dl, 335 mg/dl, and 245 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2009, after the annuloplasty was performed, "it was noted that he has mild to moderate regurgitation and clear evidence of sam. For this reason he was placed back on cardiopulmonary bypass. The heart was re-arrested with warm and them cold cardioplegia. The atrium was reopened and the annuloplasty ring removed."

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.